Event description:
It was reported that the pump's force test sensor cannot calibrate. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was cracked on corners and a tubing guide was broken off. The plunge head had contamination. Event history log (ehl) showed: force sensor test. The reported problem was verified during start-up; the plunge head was full of contamination. The root cause was deemed due to fluid ingression into the plunger head as a result of customer's improper use of the pump. Action (s) taken to mitigate the reported issue(s): replaced all parts in the plunger head.